Manufacturer narrative:
The approximate age of the device is 1 year. The event occurred at (B)(6). A specific cause for the reported event could not be determined as the pump remains in use and was not available to the manufacturer for evaluation. The manufacturer¿s instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii lvas. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event. Placeholder.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year post-implant, it was reported that the patient was readmitted into the hospital due to a pump pocket bacterial infection and the cause of infection was unknown. The infection was treated with an unspecified invasive surgical operation and drug therapy and the patient remained in the hospital at the time of the event. No further information was provided.